Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power issue. It was reported that the pump emitted a low battery warning and 30 minutes later the pump shut off. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: a review of the black box showed a low battery warning on (B)(4) 2014 followed by a replace battery alarm 36 minutes later. A voltage drop was observed. The battery compartment and returned battery cap were intact; the cap was able to fully tighten on to the pump with no power loss. The pump¿s current draws were found to be within specifications. The pump was exercised for 24 hours with no power loss or alarms or warnings. The pump cover was opened and no internal defect was found.